Manufacturer narrative:
G2. Foreign: tw medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Nformation was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that the rep received another patient in the same situation as a patient who experienced the following: self-shutdown occurs erratically and has happened three times since implantation. They have changed and replaced the patient controller, but the same situation still happens. It was reported that the cause of the "self-shutdown" was not yet found out and they are waiting for the manufacturer actions. It was reported that they were inquiring about the situation where the patient controller will automatically shut down during charging, causing the stimulation treatment to stop. From the diary, it can be seen that there were three times where charging caused treatment to stop. The rep was informed that the ins does not turn therapy off when the controller powers down. It was suggested to ensure that the controller doesn't turn off during a charging session to rule that out as a possibility and have the patient ensure that the controller is fully charged before starting a charging session. It was reported that the rep would try ensuring that the controller doesn¿t turn off during a charging session and that the controller was fully charged before starting the charging session. It was reported that the patient had the controller replaced once, but the ins turning therapy o ff still occurred. The sequence of events was as follows: 1. The controller is being charged, 2. The controller shuts down, 3. The patient notices that therapy also stops. Photographs of the clinician tablet showing stimulation usage were provided, and days were s timulation usage was less than 100% were noted. See MFR report # (B)(4), for the report for the patient that it was noted was the same situation as this patient.

Event description:
Additional information was received. Ins and controller serial and model numbers provided, along with implant date. Cause of the issues is not known. However, there was only one occurrence and it hasn¿t happened again.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: product type programmer, patient g2. Foreign: taiwan medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.